Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a smaller cuff was opened but was not used. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the attempted cuff was too tight per physician. No products were explanted on the date of the procedure. There was no information regarding when or where the prior implant was removed. No more information available at the moment. Should additional information become available, it will be provided.